Event description:
Caller reported an issue where the insulin gauge displayed a different amount than expected, particularly with a significant discrepancy exceeding 30 units from the expected amount. The current fill estimate on the pump was 32 units, while the caller anticipated over 200 units. There was no adverse impact to the customer¿s blood glucose level reported. To address the issue, the caller completed steps to remove air from the cartridge and used room temperature insulin without overfilling or reusing the cartridge. Cts assisted the caller in reloading the cartridge.